Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin was not observed to be flowing through the cartridge tubing during the load fill tubing sequence with multiple supplies. Customer's blood glucose level was 175 mg/dl. A new cartridge was successfully loaded resolving the issue.